Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a power on reset that was indicated to have occurring at the same time as an unsuccessful remote monitoring transmission. Reprogramming was performed. The ICD remains in use. No patient complications have been reported as a result of this event.